Manufacturer narrative:
The lead was returned for patient death. As received, a partial lead (only connector portion) was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Event description:
Related manufacturer reference number: 2017865-2023-04845, 2017865-2023-04847, and 2017865-2023-04850. It was reported that the patient had deceased due to an unknown cause. No additional information was reported.